Event description:
It was reported that "received an email from our distributor that the cath guard became disconnected from the catheter hub". No further information has been made available.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.